Manufacturer narrative:
The device was received fully deployed with the piezo killswitch enabled. Download data shows that an 0x3d, step sensor asserted before wire driven, alarm was generated during pod operation. This alarm indicates that fluid leaked into the pod, which is corroborated by the observed corrosion inside the pod. No debris or damage was observed on the hook switch cup or springs. During investigation a leak was observed in the unexposed portion of the soft cannula. The leak was measured to be approximately 0.216 inches from the nailhead of the soft cannula. The observed leak is confirmed to have diverted fluid from the intended fluid path which caused the fluid to accumulate inside the device and trigger the 0x3d alarm.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When the daughter came home from school the pod was alarming.